Event description:
It was reported that merlin transmission showed episodes of non-sustained lead noise due to post-paced t-wave oversensing on the ventricular channel. Patient was asymptomatic. Programming changes were made and patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.